Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Device investigation: the received device was in a contaminated state and displayed slight charring at the right side of the upper jaw. The instrument was decontaminated for investigation. Test and analysis equipment used: microscope "keyence-vhx 5000". Digital camera "panasonic dmc tz8". Fluke trms-multimeter td no. 1838. Mechanical function was tested and it was found that the cutting function of the device worked well. A visible inspection of the jaw was completed. There was melted peek at the right side of the upper jaw and there were impact marks and melting points on the surface of the electrodes. Microscopic inspection of the electrode surfaces of the upper and lower electrode showed some impact marks, which are inverted mirror images of each other. There were also impact marks present on the proximal end of the upper electrode. The root cause of the problem were several shorts between the upper and lower electrode during the surgery, which was caused by conductive material between the electrodes. One of the shorts at the distal end created an arc which charred and melted the peek insulation. The positioning of the impact marks, especially the inverted mirror images, are indications of a conductive material having been between the electrodes. The cause is user related. Manufacturing documents have been reviewed and found according to specification valid at the time of production. Corrective/preventive action: not required.

Event description:
Country of complaint: germany. Device did not seal during a laparoscopic omentectomy.